Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of an channel error was not determined because no products or device logs were returned.

Event description:
It was reported that several nurses noted a significant increase in ¿channel errors" over the last 6 months. This was reported to manufacturer representative on site. No specific events were reported, no devices are available for investigation. There was patient involvement but no harm.